Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue on the product. Visual inspection found the lens haptic bent, a tear through the lens and presence of residue on the lens surface. Corrected data: the reporter indicated that the surgeon implanted a, 13.2mm vticm5_13.2 implantable collamer lens, of -7.0/+2/088 sphere/ cylinder/ axis in the patient's right eye (od), on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a similar lens and the problem was resolved. Model #: it is corrected from "vticm5_12.6" to "vticm5_13.2". Serial #: it is corrected from "(B)(4)" to "(B)(4)".

Manufacturer narrative:
Method: no additional similar complaint type events were found within the associated lot. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -7.0/+2/088 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the lens being implanted upside down. The lens was exchanged for a similar lens and the problem was resolved.